Event description:
It was reported that tip detachment occurred requiring additional intervention. The patient presented with peripheral artery disease. The 100% stenosed target lesion was located in the mildly tortuous, severely calcified and chronic totally occluded tibial artery. A 300cm angled tip v-14 control wire guidewire was advanced for use. However, during the procedure, the tip of the wire broke off in the vessel. The physician tried to snare it, but it was too embedded and could not be retrieved. The procedure was completed and no patient complications were reported and the patient was fully recovered.

Manufacturer narrative:
Device evaluated by MFR: the device was returned. It was observed through visual and microscopic inspection, that the distal tip was detached, and the wire was kinked at the distal section. No more damages or issues were observed.

Event description:
It was reported that tip detachment occurred requiring additional intervention. The patient presented with peripheral artery disease. The 100% stenosed target lesion was located in the mildly tortuous, severely calcified and chronic totally occluded tibial artery. A 300cm angled tip v-14 control wire guidewire was advanced for use. However, during the procedure, the tip of the wire broke off in the vessel. The physician tried to snare it, but it was too embedded and could not be retrieved. The procedure was completed and no patient complications were reported and the patient was fully recovered.